Manufacturer narrative:
Concomitant medical products: ddmb1d1, ICD, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead experienced a one time out of range superior vena cava (svc) coil impedance measurement above the alert threshold. The alert limit was increased and the lead remains in use. No patient complications have been reported as a result of this event.